Event description:
It was reported that during initial implant procedure, patient's new right ventricular (rv) lead was dislodged. The lead was not used and the procedure was completed using an alternate lead on (B)(6) 2023. The patient was stable.

Manufacturer narrative:
The reported event was lead dislodgement was not confirmed. As received, a complete lead was returned for analysis with the helix retracted and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. Visual and x-ray inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.